Event description:
It was reported that the lead became kinked during implant. The lead was removed.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis revealed fracture connector pin. The appearance of the fracture area indicates that the connector pin has been bent and straightened perhaps more than once. The origin of the bending could not be determined. Possible causes include mfg and implant damage. Electrical analysis indicated open circuit due to fractured connector pin.